Event description:
Follow up indicated that since it was the first experience in middle east and also in (B)(6) it seems such infection was due to the operation setting. However this event was not repeated in later cases in this study. No implanted product's information is accessible. It was also reported that they are planning new setting to lunch new series as routine practice after years.

Event description:
An article titled "vagus nerve stimulation in drug-resistant epilepsy: the efficacy and adverse effects in a 5-year follow-up study in (B)(6)" as published on (B)(6) 2016. This article was reviewed which included adverse events involving 3 vns patients who presented infection. Manufacturer report # 1644487-2016-02042 involves the patient 1 who presented infection. This manufacturer report captures the patient 2 who presented infection. Manufacturer report # 1644487-2016-02044 involves the patient 3 who presented infection.